Event description:
The customer reported that their central nurse's station (cns) started flashing a "hdd port 1& 2 error". After nihon kohden technical support walked them through unchecking the "device usage monitoring setting", the customer reported that the cns is not showing the correct number of patients for the 2nd display. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) started flashing a "hdd port 1& 2 error". After nihon kohden technical support walked them through unchecking the "device usage monitoring setting", the customer reported that the cns is not showing the correct number of patients for the 2nd display. No harm or injury was reported.